Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas e 411 immunoassay analyzer. The initial total psa result was 0.02 ng/ml with a data flag. The free psa result was 0.170 ng/ml. These results were reported outside of the laboratory where the doctor requested repeat testing. The customer stated the last time calibration was performed was on (B)(6) 2018 and the customer is only running one level of qc. The customer recalibrated the total psa reagent and repeated the test. On (B)(6) 2018 the sample was repeated and the total psa result was 0.347 ng/ml and the free psa result was 0.191 ng/ml. There was no allegation that an adverse event occurred. The total psa reagent lot number was 29152806 with an expiration date of 31-mar-2019. The customer's calibration signals from 11-jun-2018 were higher than expected for cal1 and lower than expected for cal2. After the customer re-calibrated, the signals for cal1 were ok but the cal 2 signals were still lower than expected. Qc level 1 from (B)(6) 2018 and (B)(6) 2018 were within the specified ranges. Qc level 2 from (B)(6) 2018 and (B)(6) 2018 were within the specified ranges. Product labeling states that qc should be run at least every 24 hours when the test is in use, once per reagent kit and following each calibration. No issues were identified during a review of the customer's alarm trace data. No issues were noted with the customer's pre-analytical data. The field service engineer (fse) visited the customer site and advised the customer about the importance of running both levels of qc and performing calibration at the appropriate intervals. Based on the data provided, an assay related issue is not suspected. A general product problem can be excluded. The investigation was unable to determine a definitive root cause.